Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer's mother reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 94mg/dl to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 389 mg/dl and 301 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
The customer's mother reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 94 mg/dl to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 389 mg/dl and 301 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.